Event description:
A report was received that the patient had an allergic reaction on the scs implant since it was implanted with symptom of low grade fever. The physician believed that it was related to the device. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 16800093, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.